Event description:
The manufacturer received information alleging a patient's blood oxygen level decreased while using a ventilator. There was no serious harm or injury reported. The oxygen inlet adaptor, which is used to connect low flow oxygen to the ventilator, was replaced by the caregiver to address the issue.